Manufacturer narrative:
This is one event for the same patient involving three separate products; associated MDR 1225714-2014-03964, 1225714-2014-03965 and 2937457-2014-00955.

Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2008 after use of the product.